Manufacturer narrative:
Follow-up # 1 date of submission 12/24/2013-device evaluation:the pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings:a review of the meter¿s history showed a stuck key. During testing, the meter emitted a call service alarm. The meter could not be paired with the pump to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the meter had emitted an error alarm that would not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.